Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4). At a regular check up noise was observed and the physician determined the lead conductor cable broke. There was no impedance failure. A revision will be scheduled in the future.